Manufacturer narrative:
Submit date: 9/29/2017.

Event description:
The customer states that the enteral feeding pump's output was too high. The volume to be infused was 10ml and the rate was set to 100ml/hr. 12+ml volume was delivered and the feed was completed in approximately 6 minutes.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of output too high. The unit was triaged and the reported issue could not be confirmed at this time; unit passed all tests. Checked unit for proper operations and current upgrades. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.